Event description:
The customer's mother called to report that the customer was hospitalized for high bgs and the pump was giving an alarm. It was stated that the customer was at the camp vomiting. The customer was wearing the pump at the time of admission, and then the customer was disconnected from the pump. Bgs were treated with IV. The customer was discharged the next day. It was indicated that everything seems to be working fine.